Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the medical intervention of the saline bolus that was given to the patient. Since this event is associated with the treatment, this MDR will be against the instrument. No product was returned therefore, a device service history review was performed. The instrument has been located at the customer's site since 22-oct-2010. The customer has their own cellex trained biomed who performs the service on this instrument. Trends were reviewed for complaint categories, fainting and hypotension. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: fainting and hypotension. (B)(4).

Event description:
The customer called to report an alarm #17: return pressure alarm and a pressure dome membrane leak which occurred during a treatment procedure. The customer stated that the alarm #17: return pressure alarm occurred after the buffy coat collection phase of the treatment and while the contents of the return bag were being returned to the patient. The customer reported that they lowered the return rate but that did not resolve the alarm. The customer stated that they then flushed the return line in order to try to resolve the alarm. The customer reported that they used the needle free injection port of the return line in order to flush the line, and they had pinched the return line tubing above the injection port with their fingers, in an attempt to avoid exerting back pressure on the tubing system. The customer stated that they noticed resistance in the line while flushing the line. The customer also reported that they noted pressure building in the tubing distal to the injection port while they flushed the line. The customer stated that they then accidentally let go of the tubing that they had pinched just above the injection port, and this is when the return pressure dome had "popped off" of its sensor and a leak occurred. The customer reported that the return pressure dome's membrane had partially dislodged from the body of the pressure dome, but there were no tears or rips noted in the membrane. The customer stated that their flushing attempt may have contributed to the leak. The customer reported that after adjusting the position of the needle in the patient's mediport, the patient's access was able to be flushed without the resistance experienced earlier. The customer was informed that therakos does not recommend continuing with a procedure after a leak and did not recommend returning any fluids to the patient, as the sterility of the kit had been compromised. The customer stated that in her clinical opinion, the sterility of the photoactivation section of the kit had not been compromised, and that they would continue with photoactivation and return only the treated cells to the patient. The customer reported that they disconnected both the collect and return lines from the patient, and completed photoactivation. The customer stated that they removed the treatment bag from the kit and manually reinfused the treated cells to the patient through a blood transfusion set with a filter. The customer also reported that during photoactivation, when the patient got up out of bed to use the restroom, the patient became pale and "felt faint." The customer stated that they then administered a 500 ml normal saline bolus to the patient. The customer reported that the patient's lowest blood pressure reading was 99/65, while the patient's pre-procedure blood pressure was 114/70. The customer stated that the patient's post-procedure hemoglobin and hematocrit were 12 hgb and 34%, respectively. The customer reported that the patient was sent to the emergency room for further observation after the treatment, as the patient still felt faint when standing or walking. The customer stated that based on the patient's emergency room record, the patient was discharged home in stable condition the same day. The customer reported that the patient did not receive any additional medical intervention while in the emergency room. The customer also stated that this was their second attempt at an ecp treatment for this patient within the same day. The patient's first ecp treatment for this day was reported under medwatch 2523595-2017-00154. The customer reported that their own biomed will perform all the required service for this instrument. No product was returned for investigation. This medwatch is for the adverse event of hypotension and fainting. The reportable malfunction, pressure dome membrane leak, is captured in medwatch 2523595-2017-00155.